Event description:
Additional information was received from the patient on june 6th 2016 stating that the steps taken to resolve the issue of them feeling stimulation sensation with therapy off were that they totally unplugged all connections, changed out the batteries, and checked to make sure they had for sure turned it off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 10th 2016 stating that therapy had stopped due to a power on reset (por), and they were unable to turn stimulation on. This occurred the previous day. They were trying to turn their stimulation on because their knee was hurting so badly. The por was not related to an overdischarge event, but the patient had knee surgery about 8 weeks prior. They also mentioned that it was very "stormy" the previous night. The por was successfully cleared and they were able to turn stimulation back on. It was also reported that sometimes when they turned stimulation off they would still feel stimulation sensation. They confirmed that they were pressing the stimulation off button on the patient programmer (pp) and also confirmed the stimulation off icon appears on the pp when this occurs. They also noted that they would try to turn it off again, and then it felt like it would turn off, so they were not sure if they were doing something wrong. The patient experienced pain, and noted that the residual stimulation issue started over the winter months in 2015. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.